Event description:
The pt presented to the ER due to the vibratory notifier for hvli out of range in the rv to svc to can. The shocking vector was reprogrammed to rv-can with the impedance returning to a normal range. The svc was programmed off. After discharge, the patient experienced a vf storm with successful defibrillation, subsequent defibrillation failed and the patient expired. The physician analyzed the stored egms and was satisfied the device functioned normally.

Manufacturer narrative:
Without return of the entire lead, a complete analysis cannot be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4), (B)(4). Other: na.